Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the atrial lead during follow-up. No patient symptoms were reported. A revision was performed on (B)(6) 2016 where insulation damage was observed. The lead remained implanted but was programmed off due to the patient's intrinsic atrial fibrillation. The patient was noted to be in good condition following the procedure.